Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On (B)(6) 2022, the customer from spain reported "unexpected slide cancelled due to unrealistic lack of reagent". The field service engineer inspected the instrument and replaced the syringe which resolved this malfunction. The customer was able to continue working. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.